Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caregiver is stating that the sling that the end user has is coming apart.